Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, sales representative ordered a set x5-pib and got a poly driver, shaft with a tip of the driver sheared off. A replacement order is set to be delivered on saturday but I wanted to report this (3100-02-155p) it's a poly driver shaft for expedium power. So, this did not happen in any of my surgeries but I wanted to report this because it got shipped in me in express ups. There was no patient involvement. This complaint involves one (1) device.